Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.